Manufacturer narrative:
Age at time of event; corrected data: additional information indicates that the event occurred in 2009. Date of event; corrected data: additional information indicates that the event occurred in 2009. Description of event or problem; corrected data: additional information indicates that the lead revision did not occur in 2010 as reported on the initial manufacturer report. Brand name; corrected data: additional information indicates that the suspect device is the generator. Type of device, name; corrected data: additional information indicates that the suspect device is the generator. Model #, serial #, lot#, expiration date; corrected data: additional information indicates that the suspect device is the generator. Date of explant; corrected data: additional information indicates that the suspect device is the generator. Device manufacture date; corrected data: additional information indicates that the suspect device is the generator.

Event description:
Follow-up revealed that the patient¿s lead was not replaced in 2010 but the patient underwent surgery in 2009 to reposition her generator. The vns patient¿s generator had migrated down the generator pocket. The records do not indicate what type of suture was used during the implant procedure. No manipulation or trauma was reported. There were no signs that the generator's suture had ripped.

Event description:
The patient reported that she had her lead replaced in 2010. Further follow-up with the physician revealed that the lead had migrated down into the patient's breast, but that additional information should be obtained from the surgeon. No additional information has been received to date.